Manufacturer narrative:
Carefusion complaint number: (B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Results of investigation: carefusion's factory service department evaluated the returned suspect component and was able to confirm the customer's reported issue. Visual inspection reveals pins 1, 2, and 3 are missing and pins 4 and 5 are burned. The suspect component was scrapped and a replacement was sent to the customer to resolve their reported issue.

Event description:
The customer reported that there were burnt pins on the device. There was no patient involvement reported.